Event description:
It was reported by service report that the head section will not lock. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent release crossbar.